Event description:
It was reported that the customer has a failure in alaris IV pump brain with error code 120.4610 which was resolved by replacing a new battery per scm and will send to sco if issue returns. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17aug2015. The review was performed from the date of manufacture to the present date 05apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had a failure in alaris IV pump brain; with error code 120.4610 which was resolved with replacing new battery per scm and will send to sco if issue returns. There was no patient involvement.